Manufacturer narrative:
The reported events were helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited failure to capture and failure to extend helix. The right ventricle lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.